Event description:
It was reported that during an unknown procedure the handle and the blade cannot be disassembled. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4 batch #: c9d72p044. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received attached to the hargc36 device and it was forcibly removed. Upon visual inspection, the nose cone was slightly separate from the mid housing. In addition, the mount was noted to be loose and could be rotated by external force. No functional testing could be performed due to due to the separation of the nose cone at the mid housing and no instrument could be attached to the handpiece. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device lot/batch number c9d72p044, and no non-conformances were identified.